Event description:
It was reported that the device was implanted in 2007, and was explanted in 2008 due to the pt feeling pain and unable to walk. X-rays showed possible problem at junction of zmr stem and body. Implant was fractured at junction of stem and body.

Manufacturer narrative:
Eval summary: the stem fractured at the junction with the proximal body component. Sem analysis indicates that the fracture occurred by fatigue. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. The pt weight indicated on the prod experience report is within the recommended weight for the stem size implanted and the pt activity level was noted as "medium". However, the fracture suggests that a high stress was applied to the sys. Review of x-rays show 3 transverse lines of radiolucency distal to the junction. This may hae created high stress condition on the sys. Device history records indicated device mfg to spec. Scanning electron microscopy analysis/energy dispersive spectroscopy analysis.